Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was not returned; however, lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation; therefore, the definite root cause cannot be determined. Based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped while it was in contact with a patient. There was no patient injury, and no information on surgical delay has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.